Event description:
Arjohuntleigh received a complaint where it was indicated that during a transfer from bedroom to the toilet the resident slide out of the sling and landed on the toilet while the lift was still up. There was no injuries reported as a consequence of the event. Reference manufacturer report number 3007420694-2013-00051.